Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. Although requested, a picture of the affected tubing set has not been received. The customer complaint could not be confirmed because the product was not returned for failure investigation, nor a picture of the affected tubing set received. The root cause of this failure was not identified. If a picture of the affected product is received, a follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that they are using a new chemotherapy drug mixture that contains 3 different types of chemotherapy agents that they believe may be causing the in-line tubing set filters to leak. They have found that when they add a filter extension set to an unfiltered tubing set the filters do not leak.

Event description:
The customer reported that they are using a new chemotherapy drug mixture that contains 3 different types of chemotherapy agents that they believe may be causing the in-line tubing set filters to leak. During an infusion of the chemotherapy drug mixture, the tubing set filters leaked several days in a row on the same pediatric patient. They have found that when they add a filter extension set to an unfiltered tubing set, the filters do not leak. Although the customer further states that the tubing sets having to be replaced may place the patient at an increased risk of infection, there were no reported adverse effects caused to the patient from the event.

Manufacturer narrative:
Patient age and dob requested but not provided, however the customer stated that the patient was a pediatric patient.